Manufacturer narrative:
During a follow up email on (B)(6) 2016, the customer reported an elevated blood glucose (bg) level of approximately 250 mg/dl on the night of (B)(6) 2016; however, the customer stated being able to bring bg level within normal range after resuming delivery with the replacement pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted (130 mg/dl). It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.